Event description:
It was observed that during the device evaluation, the camera head exhibited loss of watertightness at the focus ring, flooding of the main body, flooding of the imaging system, flooding of the cable, corrosion of the coupler, corrosion at the electrical contact and deposits on the connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of deposit on connector could not be established however, the most probable cause of other malfunctions is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.